Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported "the sync pulse of the monitor does not work." There was no report of adverse patient impact.